Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer's blood glucose reading was 401 mg/dl. The customer stated that the pump beeped and shut off. The customer stated that the tubing was not bent or kinked. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or off no power anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.